Event description:
Patient received a pneumothorax during a case. Patient was under general. Patient was treated with chest tube and hospitalized overnight. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of a component of the superdimension system, case recordings, showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted. There were no anomalies that could have been attributed to the pneumothorax found during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received, a follow-up report will be submitted.